Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine check ,the cs100 intra-aortic balloon pump (iabp) unit had auto fill failure there was no patient involvement reported.

Manufacturer narrative:
The getinge field service engineer (fse) didn't find any blood inside the blood detect tubing, crm & safety disk. The fse removed water molecules from the tubing, restarted the unit, checked its performance on iabp trainer & demo balloon, working ok. The fse, also observed, the offset values of the pressure transducer were slightly out of range and calibration needed to be performed. The fse stated that further investigation can be done once calibration is performed. The iabp unit was not cleared for clinical use. The fse stated that the system is not in contract nor customer was interested in buying spare part or renew contract. This complaint will be closed, if further information is received it will be reopened and update accordingly.